Event description:
Spontaneous. Patient called to report a problem with two of her cassettes. Patient reported she received two bad cassettes that would not work with either pump. No medication was missed. Patient is using her emergency kit. Emergency vial and kit scheduled. Event is for two cassettes. Lot number provided: 44927. No other information at this time. Photographs were not provided. Setflow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.